Event description:
It was reported by service report that the dartex top cover was worn and stained on the bottom side. It is unknown if there was patient involvement or if there are adverse consequences to report.